Event description:
Additional information received indicated that the lost therapy approximately early (B)(6) 2021.

Manufacturer narrative:
Per the additional information received, the ipg reached normal end of life. Hence, this event does not meet the reportability criteria. This is no longer reportable.

Manufacturer narrative:
Date of event I estimated.

Event description:
It was reported that the patient lost therapy due to ipg reaching end of life. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.